Manufacturer narrative:
The cause of the reported occlusion was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms, an occlusion alarm and inaccurate insulin gauge occurred. Customer's blood glucose was 128 mg/dl. Customer changed the cartridge to resolve the altitude alarms and changed the infusion set to resolve the occlusion. Type of infusion set was not provided. Due to a poor phone connection, customer was unable to complete troubleshooting with tandem technical support (cts) for the inaccurate insulin gauge. Although cts attempted to contact customer, no reply was received.